Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned stent and protective sheath; however, the catheter was not returned for analysis. The reported stent dislodgement was confirmed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. It should be noted that the instructions for use, states: prior to using the multi-link 8, coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.0 x 23mm multi-link 8 rx stent dislodged from the device prior to use, but was not observed until the balloon was inflated and deflated in the anatomy. The stent was subsequently found inside the protective sheath. A replacement device was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.